Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The seal was removed/broken on the plunger assembly. The device was cracked and chipped out on both front corners of top case and cracked on right plunger case. Force sensor test error did not appear in the event history log (ehl). The technician performed power up process, checked and test force sensor and visual inspection. The technician was unable to duplicate the force sensor test error, all the reading of force sensors are within the required specification. The technician confirmed the cracked on chipped out on both front corners of top case and cracked on right plunge were found at visual inspection. The root cause of the report issue was found to be the customer must have manipulated the pump during self test process by entering the biomed code, which was able to clear the force sensor test error and customer's induced for damaged device. The technician performed force sensor calibration, replaced top case and right plunger case for physical damaged. Performed preventive maintenance and all functional tests.

Event description:
It was reported that the force sensor test alarm occurred and physical damage to the device. No patient injury was reported.